Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device measured low lead impedance in the right ventricular (rv) lead channel. Troubleshooting ruled out the rv lead as the source of the low impedance. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis initially confirmed the low lead impedance failure while the battery was connected to the device hybrid circuit. However, after the battery was disconnected and the device hybrid circuit was powered up using an external supply, the lead impedance measurement was nominal; the failure had cleared. The returned device identified a failure condition that disappeared during analysis.